Manufacturer narrative:
The lens was explanted. (B)(4).

Manufacturer narrative:
The date of birth (B)(6) is incorrect, should be unknown. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm implantable collamer lens, in the patients left eye (os). The reporter indicated the lens has an excessive vault. The lens remains implanted, and the surgeon plans to exchange the lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.